Manufacturer narrative:
The physician was certified for use of the device, the number of cases performed was unknown. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath with the vcd. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during placement of a 6 fr. Exoseal vascular closure device (vcd), the physician suspected intravascular placement of the plug. There were no symptoms reported to the patient so far. The patient did not experience any adverse event or symptoms of intravascular blockage due to possible inaccurate/intravascular plug placement. The possible intravascular plug placement was suspected due to the physician deploying the plug prior to the bleed-back disappearing/stopping. The patient was not treated for restoration of distal blood-flow. Procedural films are not available. There was no reported product issue with the non-cordis sheath used. The physician commented that the insertion angle of the device was too low and that the indicator wire might have been caught on the calcification (at the insertion site). The procedure was a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery rsfa). The approach was antegrade and was made from the right common femoral artery. There was slight calcification and tortuosity without stenosis noted at the insertion site. After the procedure, the physician inserted the exoseal device into the non-cordis sheath and connected the devices. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal device with the sheath was retracted. Then the indicator window changed to solid black. The physician pressed the plug deployment button although there was still bleed-back.

Manufacturer narrative:
During placement of a 6 fr. Exoseal vascular closure device (vcd), the physician suspected intravascular placement of the plug. The patient did not experience any adverse event nor experienced any symptoms of intravascular placement. The procedure was a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery rsfa) via an antegrade approach. The insertion site had no stenosis but moderate calcification and slight tortuosity was noted. Femoral artery suitability was verified on angiography. The angle of access was reported to be ¿a little low¿. The arteriotomy was not in or near a stented segment; however moderate calcification, slight tortuousity and no stenosis was reported. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped according to the instructions for use (IFU). After the procedure, the physician inserted the exoseal device into the non-cordis sheath and connected the devices. There was no reported product issue with the non-cordis sheath used. There was no reported resistance/friction during insertion of the exoseal into the sheath. There was no reported difficulty connecting or locking the sheath with the vcd. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal device with the sheath was retracted. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The physician pressed the deployment button although there was still bleed-back and suspected intravascular deployment due to bleed back not disappearing/stopping. The physician commented that ¿the insertion angle of the device was too low and that the indicator wire might have been caught on the calcification (at the insertion site).¿ the patient did not show any signs and symptoms of blood flow occlusion and not treatment was deemed necessary. The physician was certified for use of the device, performing approximately 5-10 cases prior to this procedure. Procedural films were requested and not available. No additional information is available. The device was not returned for analysis. Review of lot 15992886 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformances and process excursions were generated for this lot. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU procedural steps 6 and 7 indicate: 6. Observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. 7. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. In this case the physician depressed the button although bleed back was still present. The safety and effectiveness of the device has not been established in patients who within = 1 cm of the puncture site have fluoroscopically visible calcium. The IFU instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. The physician stated that ¿the indicator wire might have been caught on the calcification¿. Based on the information available for review, there are vessel characteristics (calcification at the access site) and procedural factors (physician deployed the device although bleed back was present and used antegrade approach) may have been contributing factors to the reported change in indicator window before reduction of pulsatile flow. However, there were no signs of blood flow occlusion nor treatment conducted. Without return of the device for analysis the reported complaints ¿plug-inaccurate placement intravascular¿, ¿bleed back indicator-no reduction in flow¿ and indicator window-incorrect indication¿ could not be confirmed and an exact cause could not be conclusively determined. Neither the information available for review nor the DHR review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.